Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was confirmed through functional and performance testing and the device was then returned to the customer for use. The defibrillation electrodes used during the event were not made available for evaluation by physio-control. Physio-control performed a clinical evaluation of the reported event and determined that the reported device failure did not contribute to the outcome of the patient. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device was giving a "connect electrodes" message repeatedly during a patient event. The patient was reported to have been passed out in the back seat of their friend's car and when the patient was finally noticed, it was approximately 2.5 hours later. This event was taking place in shopping center parking lot and when the patient was discovered, CPR was began by an employee at the shopping center. The employee connected their device to the patient with the defibrillation electrodes and the device only prompted "connect electrodes" and did not recognize the connection to the patient. Upon arrival of the local ems department, they connected their monitor/defibrillator device and confirmed an asystole rhythm. Shortly after, the patient was pronounced deceased.